Event description:
The customer reported the dsa operation was displaying good images, but only one image was bad.

Manufacturer narrative:
The ge svc rep checked the system. The system worked as intended.